Manufacturer narrative:
The complaint received states that there was foreign material in the sterile packaging. During the quality inspection process at (B)(4) warehouse a strange particle was found in the primary package of the infiniti catheter. It was noticed upon receipt, the package had not been stored yet. The actual product was not damaged in any way. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15509619 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Event description:
During the quality inspection process at (B)(6) warehouse a strange particle was found in the primary package of the infiniti catheter. It was noticed upon receipt, the package had not been stored yet. The actual product was not damaged in any way.

Manufacturer narrative:
The complaint received states that there was foreign material in the sterile packaging. During the quality inspection process at j&j warehouse a strange particle was found in the primary package of the infiniti catheter. It was noticed upon receipt, the package had not been stored yet. The actual product was not damaged in any way. The product has been returned for analysis. A sterile 6fr diagnostic catheter was received inside its original box. The pouch was properly sealed and undamaged. The catheter presented no damage. A loose foreign particle was observed inside the pouch; the particle appeared to be cardboard. The unit was subjected to ftir analysis in order to determine the composition of the foreign particle. The ftir spectrum showed that material is mainly made of cellulose and hemicellulose. The comparative analysis between the foreign material and cardboard showed a high degree of similarity, based on this assumption it is suggested that cardboard is the main component of the foreign material. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of foreign material in the sterile package was confirmed and was determined to be related to the manufacturing process; as a result a dpra was opened to address the issue.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.the product is available for analysis. Additional information will be submitted within thirty days upon receipt.